Event description:
Patient was having lumbar nerve ablation completed in outpatient surgery. Probe malfunctioned. Company representative had to leave to get another one as there was not another one available in the facility. Patient remained under anesthesia while representative was gone for 10 minutes to retrieve probe. Per the operating provider: the probe was being used in accordance with directions. No impact on the patient. After removing it from the burn area of ablation, and placing it into the second area, it just stopped registering with the generator. No visible issues or fractures with the probe, so unsure of what happened. Once we were unable to get it to connect to generator after a few attempts, the representative from the company went and obtained another probe, which worked. This added around 12-15 minutes of waiting, but no significant impact.